Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device: 7 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient had a history of systolic heart failure, ventricular tachycardia with implantable cardioverter defibrillator, diabetes mellitus ii, and hypothyroidism. The patient had been treated for bacteremia and sepsis in (B)(6) of 2017, which was previously unreported to the manufacturer. It was reported that the patient had been admitted from (B)(6) 2017 for suspected device thrombosis. This admission was previously unreported to the manufacturer. The patient presented to an outside hospital emergency room on (B)(6) 2017 with reports of shortness of breath. It was reported that the patient had been seen in clinic the day prior, and was diagnosed with suspected viral illness. The patient was put on positive airway pressure ventilation (bipap) due to respiratory distress. The patient was then transferred to the implanting center early in the morning (B)(6) 2017 for further management. The patient reported congestion, cough, and generalized malaise, but denied heart failure symptoms, fevers, or dark urine. When the patient arrived to the ICU, the patient was on bipap with a mean arterial pressure (map) of 40 mmhg. Arterial blood gas revealed metabolic acidosis with a lactate of 10.39 mmol/l. The patient was anuric and in acute renal failure. It was reported that the lvad pump power was elevated. The patient was immediately given intravenous fluids, bicarbonate replacement, and multiple vasopressors to maintain a map greater than 65 mmhg. The patient was intubated for respiratory distress, and veno-venous hemofiltration (cvvh) was initiated. Intravenous antibiotics were also started. Despite aggressive supportive management, the patient was persistently acidotic, hypotensive despite being on vasopressors, and the lactate continued to rise. The physicians and heart failure team felt that the patient had complete pump thrombosis, and that the patient was not an lvad exchange candidate. A decision was made to withdraw support, and the patient expired. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Additionally, the report of elevated pump power could not be confirmed as no log files from the time of the event were submitted for evaluation. Device thrombosis, infection, sepsis, and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.